Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had routine annual imaging of the driveline and minimal fraying was noted of 2 lines near the battery source. Per technical services (ts), the power cables appeared to confirm some minor fraying. Following review, log files contained no unusual system controller or abnormal pump faults. The indentation of the fraying of the power cables did not appear to be causing any issues at the time. Based on the data, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the power cable could not be confirmed through this investigation. Log files were submitted for review with event dates 09jul2025 to 10jul2025 per the timestamps and were unremarkable. The submitted x-ray image showed an area of the power cable which indicated a possible area of damage; however, damage to the power cable could not be conclusively confirmed via the image. No product was returned for further testing. The root cause of the reported event could not be conclusively determined with the provided information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller and its power cables. The heartmate 3 patient handbook section 10- ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f- ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section entitled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.